Event description:
During the prep of the microcatheter, a pinhole leak in the balloon was detected. The catheter was removed and replaced with another catheter with no harm to the patient. Per report, site notified the manufacturer directly. Manufacturer response for balloon occlusion microcatheter, sniper balloon occlusion microcatheter 2.9fr. 150cm (per site reporter) site notified manufacturer rep directly.